Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auto re-booted during procedure preventing access to medications. A technical support specialist (tss) found in system log that winlogon.exe initiated an unexpected restart of computer with generic reason code 0x500ff, typically associated with unplanned shutdowns tied to power issues, corrupt updates, driver faults, or hardware instability. The device also recorded a bugcheck 0x00000124 and generated a memory. Dmp file, indicating a hardware-related crash. Further tss ran scan, which initially found and repaired corrupted system files, followed by the execution of the attached knowledge article " clean winsxs folder to free disk space (win10 devices only)" procedure. Then the second scan later confirmed no integrity violations, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, auto re-booted during procedure preventing access to medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.